Event description:
The physician reported that during a follow-up on (B)(6) 2014, there was noise relative to the subject lead that was labeled as a ventricular fibrillation and that shock therapy was not triggered. The physician performed maneuvers to exclude dislodgment of the lead and myopotentials. A decision relative to a correction has not yet been made by the physician.

Manufacturer narrative:
It was reported on (B)(6) 2015 that a re-intervention was performed on (B)(6) 2015. The physician decided to abandon the subject lead.

Event description:
The physician reported that during a follow-up on (B)(6) 2014, there was noise relative to the subject lead that was labeled as a ventricular fibrillation and that shock therapy was not triggered. The physician performed maneuvers to exclude dislodgment of the lead and myopotentials. It was reported on (B)(6) 2015 that a re-intervention was performed on (B)(6) 2015. The physician decided to abandon the subject lead.